Event description:
It was reported that the patient went to the emergency room for shortness of breath. The log file review revealed a no external power on (B)(6) 2021 that occurred while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may have been due to the power cord coming loose from the wall outlet or the house losing power.

Manufacturer narrative:
The serial number was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number was requested but not provided. Section d6a: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The submitted log file captured a no external power alarm event on (B)(6) 2021. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and did not affect the pump speed value at 10,400 rotations per minute (rpm). All alarms cleared when power was restored from the mobile power unit. A root cause of the no external power alarm could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU and heartmate ii patient handbook (section 5), under alarms and troubleshooting, describe all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm : 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm : 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.